Manufacturer narrative:
Pump received with button error alarm and intermittent down arrow button response due to corroded keypad traces. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that she had been wearing the device in her leggings. Blood glucose level at the time of the incident was 76 mg/dl. The customer also reported that the insulin pump had a battery out limit, for which she declined troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.